Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. Audio bolus button damaged and under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 26-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during visual inspection of the pump, it was observed that the audio bolus button cover was lifted and unresponsive. The bolus button cover was removed and the button was missing a white slug.